Event description:
The dr was unable to insert the 25 cc iab all the way into the 4'9" pt. He commented that the iab was "too short". Datascope was notified on 1/21/98 that the iab was discarded. [Event complications]: unk-reported 8/22/97. [Pt's current status]: unk-rpt'd 8/22/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 1/28/98).